Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 155 mg/dl. Customer stated there is a black circle on the top left and it is beeping and won't let him do anything. Customer called back later and stated that he had the pump turned off without a battery for awhile. Customer put a battery in and it came on. Customer realizes that his pump is working now and is completely normal and fine. Customer reported that he had a threshold suspend alarm yesterday. Customer had an open circle on the screen and it was found that it was caused by having a low reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was programmed with several bolus amounts and the low reservoir alarm feature was operating properly. All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).